Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device issue with the lapra-ty suture clips (xc200) or lapra-ty suture clip applier (ka200)? Was the device not fastening to the suture inter-operatively or post-operatively? Was it noticed that device wasn¿t fastening pre-operatively? Was there any adverse patient consequence? Can the lot number(s) of the devices used be identified? Is the product or representative sample (product from the same lot number) available for evaluation?

Event description:
It was reported that the patient underwent a robotic partial nephrectomy procedure on (B)(6) 2017 and implantable suture clips were used. During the procedure, the surgeon experienced difficulties with the clips not fastening. There were no patient consequences reported. Additional information has been requested.